Manufacturer narrative:
Siemens conducted a retrospective review and has revaluated this complaint. Siemens has now deemed that this complaint meets the requirement for reporting under 21 cfr 803. This MDR is submitted on july 24, 2023 due to the manufacturer receiving clarification that mdrs are required for similar devices marketed by the manufacturer, even if it is not 510(k) cleared or imported to the united states. The device listed in section d of this report is not an FDA 510(k) cleared medical device, but is similar to the artis zee device which is cleared in the united states under k181407. Siemens has completed an investigation of the event. Despite several attempts, requested information was not provided by the customer. Based on the information available at that time, an investigation was conducted but no conclusive root cause could be determined. Since there were no returned parts for this complaint to investigate, nor were log files, images or other information provided by the customer, this investigation result is based mainly on the statements of the customer report and the technical expertise of our system specialists. It was reported by the customer that the patient was transferred to another hospital; specifically the intensive care unit. An update in regards to the health of the patient was not available. In the opinion of the technical expert, it is not clear why and how the pump was damaged at the cooling unit. When the x-ray tube cooling units malfunction, a multi-stage detection and warning mechanism is activated, so that the system displays the message "tube hot, have a break" for the user. During this time, x-ray release is possible. If x-ray release is continued, after a time, a hardware switch will activate and x-ray imaging will be disabled. The system then displays the message "no xray, tube too hot". This is explained in the operator manual in chapter system messages / troubleshooting. The issue was resolved by an independent service organization (iso) by replacing the pump of the cooling unit. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold. Therefore, no corrective action is necessary.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee iii ceiling (china) system. During an interventional procedure, the user reported an error message that the tube was too hot and could no longer release x-ray. As a result, the examination was stopped and the patient was transferred to the intensive care unit. We are unaware of any further impact to the state of health of the patient involved.